Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+3.5/079 (sphere/cylinder/axis), into the patient's left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient experienced glare/ haloes and the problem was resolved. Another icl lens was not implanted.